Manufacturer narrative:
The device has not been returned for investigation. No root cause can be confirmed at this time.

Event description:
Information was received that during removal of the implant the crown broke. As per the reporter, the nail was able to "move freely by hand." There was no patient injury reported.